Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous vertebroplasty due to compression fracture of primary osteoporosis. Intra-op, after ibt preparation, the error occurred on the digital screen, the balloon was inserted without seeing the digital screen and was inflated, and the balloon ruptured at about the third inflation. The procedure was successfully completed with the new product and without any delay. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Product analysis: visual examination confirmed the display does not appear to be damaged. Functional inspection revealed the display would not turn on and the balloon has been ruptured. The rupture is a pinhole near the proximal peak. This rupture is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.